Event description:
The patient is stable. The manufacturer received information that a patient receiving ventilation therapy using a trilogy ev300 ventilator experienced a serious injury during use. The patient¿s family reported that on 12/20 at 15:10 they observed the patient's respiratory rate increase to 80 breaths per minute. No additional clinical information is available at this time, as clinical staff are not currently accessible. This patient event is assessed as a serious injury by philips clinical expert. Diagnostic performed by engineer and biomed, on (B)(6) 2025, there was a follow up with the customer by email and provided a reviewed copy of the device log from the clinical specialist. "From a technical perspective, no device faults were identified in the log other than a prolonged series of high respiratory rate alarms. It was advised to the customer that if respiratory therapy staff attempted to clear the alarm without success, the unit should be evaluated by biomedical engineering. The log does not indicate any setting changes were made to address the alarm. Patient impact: the ventilator was exchanged and there was no patient issues reported." The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. This event is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. If additional information is obtained about this event, a supplemental report will be submitted.